Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer acknowledged that they did not know to restart insulin delivery after a pump shut down. As a result, customer experienced a high blood glucose (bg) level that was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. The customer continued using the pump for insulin therapy.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. As a result, the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level between 588-600 mg/dl. The customer also had a high ketone level that was identified as life threatening by the healthcare provider. The customer addressed bg with a correction bolus via the pump, and received IV treatment of saline, insulin, potassium and magnesium. Treatment solved the issue with no permanent damage to the customer. The customer was released from the hospital on (B)(6) 2025. The customer continued using the pump for insulin therapy.